Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 105 mg/dl at the time of the incident. The customer stated that there is a crack. The location of the damage is on the bottom of the pump and drive support cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump was received with cracked end cap, minor scratches on the lcd window and missing the end cap sticker.